Event description:
Clinical study. It was reported that 1852 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that the pt returned with a myocardial infarction and subsequent angina pectoris. The index procedure treated the de novo, 90% stenosed 3.5x18mm target lesion located in the distal left circumflex (lcx) artery. Treatment consisted of pre-dilation and the placement of a 3.5x24mm taxus express2 drug eluting stent resulting in 0% stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 1852 days following the index procedure, the pt was admitted for an inferior st elevation myocardial infarction (stemi) and received stenting for instent restenosis in a (non target lesion) in the right coronary artery. The pt was discharged on day 1854. On day 1856, the pt was re-admitted with recurrent, intermittent, sharp, left sided chest pain which worsened with respiration and was unrelieved with nitroglycerin. The pt was treated medically. The discharge diagnosis included: dressler syndrome, pleuritic chest pain, ischemic cardiomyopathy with an lvef of 45-50% and inferior hypokinesis. The pt was discharged on day 1857 on aspirin and clopidogrel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.